Manufacturer narrative:
(B)(4). Maude report mw5062448 was received.

Event description:
It was reported that the lead was explanted due to recall and an unknown malfunction. No further information is available.